Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-6482 due to the exposed wiring on the cable. Visual evaluation noticed that the cable of the device is damaged. The most likely cause is attributed to misuse due to potential damage during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/26/2023, it was reported by a sales representative via (B)(4) that an ar-6482 dw remote had exposed wires. This was discovered during a procedure with no patient harm.